Manufacturer narrative:
The investigation determined that three unexpected (B)(6) results were obtained on quality control samples processed on a vitros 3600 immunodiagnostic system. The root cause of the events could not be determined. There is no evidence to suggest that vitros (B)(6) reagent is not operating as intended. The possibility than an analyzer issue had contributed to the results could not be ruled out.

Event description:
A customer complained after observing two unexpected (B)(6) vitros (B)(6) test results for their (B)(6) vitros (B)(6) quality control lot 0780 material. Repeat testing using an alternate lot of vitros (B)(6) control lot 0800 material produced a further unexpected (B)(6) test result for the (B)(6) control material. These materials were tested on a vitros 3600 immunodiagnostic system. Sample #1 lot 0780 vitros (B)(6) result = 1.254 (B)(6) vs. Expected result 0.20 to 0.70 (B)(6). Sample #2 lot 0780 vitros (B)(6) result = 1.145 (B)(6) vs. Expected result 0.20 to 0.70 (B)(6). Sample #1 lot 0800 vitros (B)(6) result = 1.189 (B)(6) vs. Expected result 0.20 to 0.70 (B)(6). Biased patient sample results did not occur. However, if biased results of the magnitude and direction were observed on patient samples, it could lead to inappropriate physician action. There was no report of patient harm as a result of this event. This report is number one of two MDR¿s for this event. Two 3500a forms are being submitted for this event as two devices were involved. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).